Event description:
It was reported through the research article ¿initial safety cohort analysis: prospective multi-center randomized study for evaluating the evaheart®2 left ventricular assist system (the competence trial)¿ that heartmate 3 (hm3) may be associated with stroke. This multicenter randomized study compared the evaheart 2 to the hm3 for a follow-up period for 6 months. As of (B)(6) 2022, a total of 25 patients were enrolled in the study, with 8 of these patients implanted with hm3. Average number of days on the hm3 was 1716 days. Both cohorts achieved 100% survival at 30 days post-implant. Stroke free 90 days survival was reported to be 62.5% cohort for hm3 patients.

Manufacturer narrative:
Author citation: slaughter, m., et al. "Initial safety cohort analysis: prospective multi-center randomized study for evaluating the evaheart®2 left ventricular assist system (the competence trial)". The journal of heart and lung transplantation, 42(4), s87¿s88. Https://doi.org/10.1016/j.healun.2023.02.193. E1: reporter site was (B)(6) reporter email not availalbe. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 lvas (left ventricular assist system) and the reported events cannot be conclusively determined through this evaluation. The serial numbers or other identifying information of the products was not reported and was not able to be determined during the investigation. The heartmate 3 left ventricular assist system instructions for use (IFU) is currently available and contains the following information: section 1 outlines potential adverse events, including bleeding, and stroke, that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.